Manufacturer narrative:
Device passed the displacement test and self test. No unexpected software error bad pointer alarm or rf pic failed selftest alarm anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was in the range of 500 mg/dl at the time of incident. The customer was declined to troubleshoot for high blood glucose level. The customer was reported that the insulin pump had multiple pump error alarms. The customer was assisted with troubleshooting and reported that they were able to clear the alarm. The customer was advised to replace the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.